Event description:
Wrong medication placed in eye that is not labeled for direct use in eye. Result of confusing label design. Resulted in burning, stinging and redness. Required flushing of eye with water to relieve. Labels on products are very similar resulting in prod use error. Both bottles are the same size and shape with almost identical label (color and print type). When I had taken out my contact lenses and reached for the eye drops the bottle were too similar and a mistake was made and the lens cleaning solution was instilled into the eye. (See attached). Prod labels are too similar when vision is uncorrected leading to prod use error. Dose or amount: 1 drop. Frequency: prn. Route: 031. Dates of use: 2008. Diagnosis or reason for use: 1. Poor label design, 2. Confusing label. Event abated after use stopped or dose reduced: 1. Yes, 2. Yes.